Event description:
The manufacturer service technician reported that the piece of connector is broken off and missing while it was being serviced at the user facility. There were no adverse consequences related to this event.